Event description:
The mitral leak with a perforation and a slit of the large mitral valve appeared after inflation, in the patient who received the ptmc by inoue balloon catheter at the hospital in france. On (B)(6) 2021, the mitral valve was replaced. The patient's health condition is good.

Manufacturer narrative:
No abnormality of the device was detected as a result of the investigation into the actual device returned from the medical institution. There were no problems observed with the manufacturing record or at the time of shipment. We judged that this event was not caused by manufacturing process based on the investigation.

Manufacturer narrative:
The investigation of the actual defective products and the manufacturing record of the lot used in this patient is in progress.

Event description:
A significant mitral leak by perforation of the large mitral valve occurred in the patient who recieved the ptmc by inoue balloon catheter.